Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self test, and unexpected restart error test. No signal too low and unexpected restart alarm noted during testing. Insulin pump passed all operating currents tested with in the specification range and passed off no power test. Insulin pump had displayable history check failed alarm in alarm history file. Displayable history check failed alarms due to corrupted history files. Device communicated properly with glucose sensor simulator and displayed the 100 value properly on display graph. Insulin pump received with cracked reservoir tube lip noted.

Event description:
Customer reported via phone call that the device alarmed unexpected restart, signal too low, and displayable history check failed alarm. Customer's blood glucose was unknown. During troubleshooting, found unexpected restart, signal too low, and displayable history check failed alarms. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test, and error test. No alarms noted during testing. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump had an alarm in alarm history file. The alarms occurred due to corrupted history files. The device communicated properly with glucose sensor simulator and displayed the 100 value properly on display graph. The insulin pump was received with cracked reservoir tube lip noted.